Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 38 to 45 mg/dl. The customer sated that they suspended their insulin pump. The customer mentioned that their nurse practitioner had changed the settings to their insulin pump but does not know what the nurse changed the settings to. The customer was advised to speak to their health care provider about the settings on their insulin pump. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.